Event description:
The customer reported via telephone call that the insulin pump had alarmed for battery out of limit, weak battery, low battery, and off no power over the prior week and that those issues had never occurred before. The customer also had an issue with a blank display. The blood glucose reading at the time of the blank display was 69 mg/dl. The customer did not use rechargeable batteries, the batteries were not previously used, and no excessive button pressing was performed. The back light was not used frequently and the insulin pump was not dropped, bumped or exposed to moisture. The customer reported that a battery from a fresh package did not resolve the issues. The customer was advised to clean the battery cap and use new batteries that are not expired or stored in a cold environment. The insulin pump passed the self test. The customer reported that the insulin pump was working after troubleshooting and was sent a replacement battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).